Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that the paramedics were called to treat low blood glucose. Customer was taken to the hospital for treatment. Nothing further reported.